Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient encountered hematoma condition, and revision procedure planned. During the revision procedure, the physician could not engage the implantable pulse generator (ipg) atrial port setscrew. Evacuation of hematoma and clean out of system was performed. The ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.